Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Common device name: an additional common device name of piston syringe also applies to this device. Medical device type: an additional medical device type of fmf also applies to this device. PMA/510(k): an additional PMA/510(k) of k980580 also applies to this device a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 ml bd safetyglide¿ insulin syringe with attached needle experienced leakage, and a needle that was pulled out of the hub. The following information was provided by the initial reporter: when attaching needle to syringe, there isn't a luer lock to hold the needle in place on syringe during administration. An injection to a patient in pediatrics, the needle stayed in the patient when withdrawing the syringe. No impact to patient. Syringe also leaks since there isn't a luer lock present and patients may not be receiving full doses.

Event description:
It was reported that 1 ml bd safetyglide¿ insulin syringe with attached needle experienced leakage, and a needle that was pulled out of the hub. The following information was provided by the initial reporter: when attaching needle to syringe, there isn't a luer lock to hold the needle in place on syringe during administration. An injection to a patient in pediatrics, the needle stayed in the patient when withdrawing the syringe. No impact to patient. Syringe also leaks since there isn't a luer lock present and patients may not be receiving full doses.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Common device name: an additional common device name of piston syringe also applies to this device. Medical device type: an additional medical device type of fmf also applies to this device. PMA/510(k): an additional PMA/510(k) of k980580 also applies to this device a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 ml bd safetyglide¿ insulin syringe with attached needle experienced leakage, and a needle that was pulled out of the hub. The following information was provided by the initial reporter: when attaching needle to syringe, there isn't a luer lock to hold the needle in place on syringe during administration. An injection to a patient in pediatrics, the needle stayed in the patient when withdrawing the syringe. No impact to patient. Syringe also leaks since there isn't a luer lock present and patients may not be receiving full doses.

Manufacturer narrative:
Investigation summary: catalog p/n 305903 is marketed and sold as an "injection needle with luer slip syringe" per the unit product packaging. Note that the product instructions for use state to "push firmly when attaching the needle to the syringe", this will help ensure an adequate connection to the slip tip syringe. There are a few fundamental differences between luer-lock and luer-slip syringes. The luer-lock syringes require the tabbed hubs of the needle to screw into the threads normally present within the collar. The luer-slip syringe while maintaining the same luer tip taper as the luer-lock is designed to not include the collar and locking threads. The needle and syringe are instead pressed together and held together by friction. Since the reported condition is not a true defect and a design-related inquiry a potential root cause could not be established, DHR review is not applicable, and corrective actions are not necessary. H3 other text : see h10.